Event description:
Customer stated that the device overheated during testing. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion within the device. Device investigation also stated that the rotor assembly was stuck in the motor and the bearings were worn.